Manufacturer narrative:
Report source: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by stomach pains and diarrhea. The cause and treatment for the peritonitis were not reported. It was reported the patient was hospitalized for over a week for the event peritonitis. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information was available.